Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the customer that during initialization prior to the case, the control module received a green cable error. Upon inspection, it was noticed that the dc motor adapter on the control module was broken for the green cable connector. The case was then aborted.